Manufacturer narrative:
The online dat amphetamines ii reagent expiration date was not provided. The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's urine sample tested with online dat amphetamines ii assay on a cobas c 503 analytical unit. The initial result was 33.9 mabs, accompanied by a data flag, and was positive. The urine sample was then tested using liquid chromatography-triple quadrupole mass spectrometry (lc-tq), and the repeat result was negative. The sample was repeated on (B)(6) 2026, and the repeat results were 64.3 mabs, 60.6 mabs, and 66.3 mabs, and they were all accompanied by data flags.